Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was not mode switching in pacemaker mediated tachycardia (pmt) events due to every other atrial signal falling into blanking. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended measuring v_a timing to decrease atrial blanking after right ventricular (rv) pacing appropriately. This crt-p remains in service. No adverse patient effects were reported.